Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set infused vancomycin too quickly after hanging it. The following information was provided by the initial reporter: "over infusion or back check valve failure- nurse hung vancomycin @ 2000 and pt went down for CT of chest and when he got back at 2100 the medication bag was completely empty. The pump still said that there was supposed to be 139 ml left to infuse and the rate was set to the correct rate of 140ml/ hr."

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that there is an over infusion or back check valve failure. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because model and lot numbers are unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd¿ infusion set infused vancomycin too quickly after hanging it. The following information was provided by the initial reporter: "over infusion or back check valve failure nurse hung vancomycin @ 2000 and pt went down for CT of chest and when he got back at 2100 the medication bag was completely empty. The pump still said that there was supposed to be 139 ml left to infuse and the rate was set to the correct rate of 140ml/ hr."